Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. A clinical review was performed and the device contribution is unknown due to insufficient information. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
A distributor contacted stryker to report their device would not power on and that the magnet was missing in the device's lid. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved is deceased.

Event description:
A distributor contacted stryker to report their device would not power on and that the magnet was missing in the device's lid. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved is deceased.

Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was duplicated and verified. Review of the software logs indicated the device went to "replace battery" status on (B)(6) 2025 and then to "shutdown" status on (B)(6) 2025. The cause of the reported issue was determined to be a missing magnet in the lid. The customer received a replacement device and this device was scrapped by stryker.